Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case. Solution was dried on the lens. The optic was torn and split against a post of the lens case due to being misplaced into the lens case for return. The lens was cleaned with klrp to further evaluate. The optic edge was broken. The broken lens material was not returned. The posterior optic surface has a long scratch near the broken optic edge area. A light scratch was also observed on the anterior surface directly on the opposite side of the optic. A fold test could not be conducted due to the optic damage. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The lens was returned with optic damage and replaced incorrectly into the lens case, resulting in optic damage. If the lens becomes misaligned in the lens case lens damage may occur. A fold test could not be conducted due to the optic damage. It is unknown if the lens had been damaged in a cartridge or damage during loading. It is unknown if qualified products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation the lens could not be placed in the patient since it was very rigid, several attempts were made to implant into the eye and were unsuccessful. It was contaminated since it touched the patient's eye. A back up lens was used and was implanted successfully.